Manufacturer narrative:
(B)(4). This MDR was submitted on (B)(6) 2011; however, due to a failed ack3, this MDR is being resubmitted on (B)(6) 2011. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy was initiated. The lot number is unknown, therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error identified in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. The home patient (hp) explained she had recycled the hc. The hp looked up the information in the patient at home guide. (B)(4) explained to disconnect and start over using new supplies. (B)(4) explained the alarm. During follow up with the hp's nurse they stated that the hp's therapy was going well. There was no serious injury or medical intervention indicated at the time of the initial report.